Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded. The following information was received by the initial reporter with the following verbatim: before infusion, it was found that the infusion connector was blocked and not working.

Manufacturer narrative:
Sixteen 2000e china samples were received for investigation of both (B)(4) in which the customer has indicated experiencing occlusions. None of the samples were received with packaging; however, three empty packets from lot 24025030 were provided. No samples of the connecting products were received to aid the investigation. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe. Of the sixteen samples, the customer's experience was replicated in three of them. No faults were identified with the remaining thirteen samples. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that the incorrect amount of fluorosilicone was likely due to a fault within the assembly machine during manufacture of the affected smartsite. A review of the production records for lot 24025030 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, the automatic assembly machine has been repaired to ensure the fluorosilicone is being correctly dispensed into each smartsite; furthermore at the start of the assembly process the manufacturing operative will continue to measure whether a sufficient amount of fluorosilicone is being injected. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.